Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin blocked alarms. The customer blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. Customer stated that they did not tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they have tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.